Manufacturer narrative:
This is being reported for a problem found earlier. Engineering evaluation could not verify whether there was any system malfunction. A root cause could not be determined due to insufficient information. The software case logs could not be obtained after multiple good faith attempts. The observed overall risk is low, which is lower than the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to a system error.